Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. (B)(4). Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient's neurologist reported that it appears the patient's generator has shifted to the left armpit and he is complaining of neck pain from the lead. Diagnostics are fine. The patient was sent for an x-ray. According to physician, everything appears to be intact, including tiedowns. However, the patient is being referred for a neurosurgery consult because the generator has migrated near the armpit and the mother is having difficulty activating the magnet. Representative later reported that there was no fall or trauma that caused the dislocation at the device. Provider has no idea why the device migrated. The plan for surgery is for both migration and comfort. The patient is also complaining of the lead protruding but diagnostics are within normal limits. Representative clarified that the nurse was not sure if the lead was protruding or if the patient was just feeling a shock during simulation. They are doing the surgery to place the generator back to where it needs to be, and potentially a lead revision for comfort measures. Since it is expected that the lead may protrude if the generator is migrating in the pocket, this will be captured in one MDR as suspect generator is causing the protrusion of the lead. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Representative later reported that it was found that the device has not migrated and the lead is intact and not protruding. No surgical intervention is going to take place. No other relevant information has been received to date.